Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
Promus element pmss clinical study it was reported that coronary restenosis occurred. In (B)(6) 2012, the patient presented with acute myocardial infarction (ami) and an emergency percutaneous coronary intervention (pci) was performed. The 99% stenosed, 2.5mm x 15mm target lesion was located in the moderately calcified mid left anterior descending (lad) artery. After pre-dilatation was performed, a 3.00x20mm promus element ¿ drug-eluting stent was deployed at 12 atmospheres. Following post- dilatation, visual residual stenosis was 0% and timi flow 3 were confirmed, and the procedure was completed. In (B)(6) 2012, the patient was discharged. In (B)(6) 2016, a coronary restenosis was confirmed in the proximal lad. On the same day, pci was performed and the restenosis was resolved. No further patient complications were reported and the patient recovered.